Manufacturer narrative:
Clinician stated that lodi implant failed to osseointegrate. The implants were not immediately loaded, but were placed into a previously simultaneously grafted site and an immediate extraction site. The clinician did not provide the following information: amount of torque used on abutment and implant and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause is unknown. The records management database specifies that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. Implants were manufactured to specifications. No further action is required. Note: initially sent to FDA on 05/28/2015 under MDR ref. No. 2023950-2015-000073.

Event description:
Lodi implant failed to osseointegrate.